Manufacturer narrative:
The investigation for the aic purge flag/disc issues has been completed. The impella device was not returned for evaluation. Data logs were reviewed which showed that the console recorded an rfid error for six seconds, which indicates that the cassette was not completely inserted into the aic. Upon the third insertion of the cassette, the console displayed ¿purge disc not detected ¿ alarm¿ event #402, most likely due to the delay in the disc insertion. This aligns with the reported problem description. After 9 seconds, event #409 was cleared, and the disc insertion was recorded as ¿imcgui: purger stat: sensor=1¿. This aligns with the claim that the ¿purge disk was quickly advanced into the proper position within the aic, and the alarm was resolved by staff. The root cause of the reported failure mode was most likely a use issue. The ¿purge disc not detected¿alarm¿ was due to the delay in the disc insertion. This is an intended alarm without a disc after the cassette was inserted. There was no evidence of product malfunction. D2-corrected common device name. F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 81-year-old male noted as high risk percutaneous coronary intervention (hrpci) was implanted with an impella cp device for mechanical circulatory support. There was an "impella purge disk not detected" alarm present as the staff was setting up the device. Purge disk was quickly advanced into the proper position within the automated impella controller (aic ) and the alarm was resolved.